Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer was using cold insulin to load cartridge and skipping the cartridge air removal step during the load sequence. Tandem technical support (cts) educated customer on the correct load sequence and instructed customer to perform a supply change to address the issue. Customer¿s blood glucose level was 252 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. Tandem's pump user guide specifies to use room-temperature insulin during load sequence.